Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned device seems fine; there is no obvious damage on it. Attachment of the handle to the hospitals drilling attachment due to a failure in engagement. We attached the handle to a turning handle, which could get attached together correctly. This part of the complaint cannot be replicated because the hospitals drilling attachment is not accessible. The screw holder cannot be attached to the handle at a right angle and they are not compatible with each other. This part of the complaint can be replicated. While the design of screw holder and its attachment mechanism are correct and all other devices were manufactured according to the specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the operation on (B)(6) 2014, the surgeon could not attach the handle to the hospital¿s drilling attachment due to a failure in engagement. The drilling attachment came off from the handle. So, the surgeon decided not to use this handle for drilling but used for screw insertion with screwdriver blade. One of two screw holders could not be attached to the handle at a right angle and could not be used. Another screw holder was used to finish the operation. This is 1 of 1 report for (B)(4).